Manufacturer narrative:
It was reported that the patient is experiencing a popping with their hip replacement. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient is experiencing a popping with their hip replacement.